Event description:
It was reported that, during patient use, a ventilator graphic user interface (gui) generated error codes and stopped cycling. There was no reported patient harm. No information is available regarding transferring the patient to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the power supply harness and direct current (dc) cable were returned for investigation. A visual inspection was conducted, and no anomalies were found. The units were attached to the failure investigation test ventilator for analysis, and it was powered. There were no errors recorded in the diagnostic logs. Tests and calibrations were run successfully without any errors or alarms. The unit was put into normal ventilation mode, and ran for a minimum of 24 hours without alarms, and no errors were observed in the diagnostic logs. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) evaluated the device and replaced the direct current (dc) and alternate current (ac) harness/cable. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).